Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited foreign material in the eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was confirmed that the user did not perform or complete reprocessing before sending the device to olympus. As a result, foreign material remained at the eyepiece. Hence, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: detection method in uretero-reno fiberscope, urf-p7, urf-p7r, operation manual chapter 3 preparation and inspection and the preventive measure in uretero-reno fiberscope, urf-p7, urf-p7r, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.